Event description:
During review of med records for this pt for a separate event, it was discovered that pt was unable to tolerate hemodialysis due to hypertension. Dialysis started at 1815. At 1850, his blood pressure dropped to 89/48 with a heart rate of 81. A dopamine drip was started at 5 mcg but was increased to 10 mcg and then 15 mcg without success of sustaining a systolic blood pressure equal to or greater than 90. The pt became nauseated and reported not feeling well. Blood was returned and dialysis was discontinued at 1915 with his blood pressure at 77/41 and pulse 86 and irregular. The pt was unable to complete hemodialysis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Med record review: med records were received and reviewed by post market surveillance clinical staff. It was noted the pt had been admitted into the hosp on (B)(6) 2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the pt also developed vre sepsis. The pt's vre never resolved and the pt started having episodes of hypotension during hemodialysis. During this episode, the pt was unable to complete treatment due to his inability to maintain a systolic blood pressure of 90 even with the administration of dopamine drip. There are no bicarbonate levels in the med record for review. The med records do not show a causal relationship between the 2008k or the concomitant products used in the pt's hemodialysis treatment and the pt's hypotension. Med records do show that the pt's unresolved infection was a possible contributor to the hypotensive episodes during treatments. A supplemental report will be submitted upon completion of the plant's investigation.